Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during an open sleeve procedure. The device was applied to the stomach to cut for the first time. The stapler was able to fire but there was poor staple formation. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, another stapler was used. The patient then had a reoperation due to the necrosis of the handle. The patient was transferred in resuscitation

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of reload. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the first reload was fully fired, and the rest of the reloads were pre-fired. The reloads are engaged in interlock. The jaws of the reloads were open. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanisms were damaged. Pmv performed functional testing which included the reloads was loaded into a pmv instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All staples were placed and test media was cleanly transected. The reloads interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of thick tissue that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received :the first handle and the first reload worked but the second did not. The surgeon took a second handle and reload which also didn't work. The third, fourth, and fifth had the same problems with other reloads. The patient was transferred into intensive care. Currently everything is ok with the patient. There was a hole in the bowel but not on the mechanical suture and not due to the mechanical sutures .